Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed silicone damage on the top cover, the electrode ground ring was missing, and the electrode was severed near the array prior to receipt. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed an electrode was broken within the electrode pocket. In addition, broken wires were observed at the fantail and the electrode ground ring which are believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented an electrical test from being performed. Advanced electrical testing performed on the device showed lower than typical range on some of the electrodes. It is the opinion of advanced bionics explant review board that some of these electrode test results should be considered as failures. The device passed the mechanical test performed. The failure of this device can be attributed to electrode short in the electrode pocket of the device. A corrective action was initiated. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced decreased performance. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.